Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning occurring in drain 4 of 4. The patient was connected during the incident. A fluid leak was subsequently discovered. The fluid leak was discovered during drain 4 of 4. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from the patient line and the patient contact stated the cassette was damaged. The cause of the leak is unknown. Upon follow up the patient contact confirmed the reported event of fluid leak discovered in the cassette door of the cycler and on the external portion of the cassette. The patient contact stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient did not complete treatment on the day of the reported event but continued using the cycler for their pd treatment on the following day. The patient contact stated that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. Although the cassette was reported to be damaged during the original call to technical service, upon followup the patient contact stated there was no defect or damage to the cycler set cassette noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times with an m31 air detected in cassette warning occurring in drain 4 of 4. The patient was connected during the incident. A fluid leak was subsequently discovered. The fluid leak was discovered during drain 4 of 4. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from the patient line and the patient contact stated the cassette was damaged. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event of fluid leak discovered in the cassette door of the cycler and on the external portion of the cassette. The patient contact stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient did not complete treatment on the day of the reported event but continued using the cycler for their pd treatment on the following day. The patient contact stated that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. Although the cassette was reported to be damaged during the original call to technical service, upon followup the patient contact stated there was no defect or damage to the cycler set cassette noted upon removing it from the cycler.